Event description:
Following a catheterization procedure, a physician opted to deploy an angio-seal device in the pt's brachial vessel, even with the knowledge that this was an off-label use of the device. The device was deployed with an immediate loss of the pulse. As a result, the pt was taken to the operating room for removal of the device and surgical repair. Follow-up from the facility confirms that the pt tolerated the procedure well. As of 05/18/1998 there has been no further report of complication or pt sequlae made to the MFR.